Event description:
Out of range (oor) atrial impedance (190 ohms) on (B)(6) 2023. Failed atrial lead position check on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).